Event description:
The customer reported motor error alarms on the insulin pump. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm.